Event description:
It was reported that only the high voltage portion of the lead remains in use. A model 4024 is being used for pace/sense. No patient complications have been reported as a result of this event.